Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a pre-fill syringe. The customer reports the pt is a male child and both saline and heparin combinations are used. They did have the recalled lots present in their stock at home but could not state for certain if they used it or not. For a long time, the pt has had chronic issues with clotting in the IV line and takes activase routinely in the IV line to prevent clotting. Approximately for a 8 month to a year, every time they would flush the line, the pt would have a mild temperature which would last approximately one hour. Medication was not given asa result of the temperature. There were no signs of pink/redness at the site of the IV. No blood cultures have been drawn. The pt is currently base line and fine but continues to have the clotting problems and transient temperatures. All samples were returned to their supplier, there are no samples available for evaluation.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.